Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support, via the right axillary. The patient on impella support experienced a decreased right radial pulse. The arm was painful and the ultrasound did not reveal any deep vein thrombosis. Device was explanted 5 days later.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The device was not returned by the medical facility. The cause for limb ischemia was most likely patient condition related. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿